Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50 mm x 20 mm emerge balloon catheter was advanced for dilatation. However, upon inflation, it was noticed that the catheter shaft was broken. The proximal portion of the balloon was removed but the distal portion was left in the artery. The physician then performed snaring. No patient complications were reported.